Manufacturer narrative:
(B)(4). Concomitant medical products: cat#195217; lot#835130 - vngd xp intlk fmrl lt 67.5 mm. Cat#195253; lot#915690 - vngd xp inlk pri tib tray 83 mm. Cat#195445; lot#825690 - vgxp xp e1 tib brg lm 10x79. Related MFR reports: 0001825034-2017-10895, 0001825034-2017-10897, 0001825034-2017-10901. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies. The reported devices are used for treatment. The reported components were reviewed for compatibility with no issues noted. Complaint history search identified as follows: a complaint history review was conducted for pn 195376. The search identified (B)(4) complaints for the same or a similar issue (moderate pain).the search also identified (B)(4) complaints for the reported lot number. No additional complaints were found for this item lot combination. Review of the medical records indicates that the surgeon noted no complications during surgery. Surgical notes were not provided it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a patient underwent left knee surgery on (B)(6) 2014. Subsequently, post-operative pain and other experiences were reported at the follow up visits: 3 month phone follow up - moderate continual pain; 6 month - eq5d - problems walking, problems washing/dressing, problems performing usual activities, moderate pain; and mkss - moderate pain with the use of crutches or walker.